Event description:
The hcp reported the catheter was explanted and replaced due to it being broken "because the connector of the isomed pump showed to the rib of the pt and rubs on it every time the pt is bending." The pt experienced no injury. After the replacement, the pt is reported to be well treated again.

Manufacturer narrative:
Final device analysis results reveal broken catheter-jagged appearance.